Event description:
The customer reported the system did not boot up. No pt injury was reported.

Manufacturer narrative:
There were no problems with the system. The plug the system was plugged in to was not working.customer used another plug.